Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that her stimulator isn't working and clarified that she was referring to a loss of therapy. Patient stated she had shut of stimulation for an unrelated surgery and ever since the therapy hasn't been as effective. Patient used her pp to confirm stimulation was on and set to p3 at 0.5 and stated she wasn't feeling stimulation but when patient increased stimulation to 0.6 and confirmed she felt stimulation in the bicycle seat area. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.